Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm code 0, and no notable events occurred before this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump with assistance; no additional information was received regarding the outcome of the event.